Event description:
It was reported that the user accidentally disassembled an infusion set while attempting to remove the needle guard and adhesive, resulting in an improperly deployed infusion set; troubleshooting and education were provided, and a goodwill replacement of two 23 in 6 mm teflon insets was arranged, with the lot number recorded as 6013355. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included case review and user education regarding correct infusion set handling and deployment. Investigation of this case revealed user error related to infusion set deployment and connector handling, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user handling error.